Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2015, to report that on (B)(6) 2015 the patient's transmitter had out of range signal for 12 hours. It was reported that patient did not clean transmitter properly between sensor sessions. It should be noted that the animas vibe, insulin pump & cgm system owner's booklet (dexcom g4) states: clean the bottom of the transmitter with a wrung-out, slightly water-dampened cloth or isopropyl wipe. Place the transmitter on a clean, dry cloth and air dry for 2-3 minutes. There was no report of injury or medical intervention. No additional event or patient information is available.